Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any product condition contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod w/o first using aseptic technique. This means to wash your hands, to clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and to keep sterile materials away from any possible germs," cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
The pt's mother reported that her daughter had an abscess at the infusion site. They had an appointment at the hospital to have it treated. The pod was discarded.